Manufacturer narrative:
The device subject of the reported event was returned to steris for evaluation. The evaluation revealed that the tip of the device had separated. This separation is not indicative of normal use. The damaged component is most likely attributed to excessive force. Additionally, the device was manufactured in 2007 and showed evidence of visible wear. The tebbetts dissect scissors, "avoid mechanical shock or overstressing the devices. Avoid overstressing mechanism of instruments by properly gripping and maneuvering during surgery. Instruments are designed to be held with one finger and thumb in ring handles. If force is applied in any other fashion (such as holding handles in a whole hand pistol grip), the mechanism can be easily overstressed resulting in damage or breakage. Proper care and handling is essential for satisfactory performance of any surgical device. The previous cautions should be taken to ensure long and trouble-free service from all your surgical devices. Inspect devices before each use for broken, cracked, tarnished surfaces, movement of hinges, and chipped or worn parts. If any of these conditions appear, do not use the device. Return devices to an authorized repair service center, such as steris ims, for repair or replacement." Steris offered in-service training on the proper use and operation of the tebbetts dissect scissors; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure the tip of their tebbetts dissect scissors broke. The procedure was completed successfully using a different device. No report of injury.